Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 and a contact-type infusion set, noting an inconsistency between the ilet graph meal delivery and ilet report, with a recorded meal delivery of 24 units that was greater than lunch expectations and a supply change earlier that day. Symptoms included elevated blood glucose with cgm reading 292 mg/dl and confirmatory fingerstick of 241 mg/dl. Outcomes included completion of troubleshooting and education with assignment to advanced troubleshooting and a plan to follow up. Investigation included review of device data trends, meal delivery records, and user-reported glucose values. Investigation of this case revealed a cause could not be determined given conflicting display information and recent supply change without alarms or device alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.